Event description:
It was reported that during a diagnostic robotic bronchoscopy with an endobronchial ultrasound (ebus) procedure, the tip of the ultrasonic probe was missing when the device was withdrawn from the patient. The tip fell into the patient's right lower lobe and was retrieved using graspers. The procedure was prolonged by two and a half hours, and was completed using a backup device. There were no reports of patient harm.